Event description:
Same case as MFR report # 6000130-2007-00204. It was reported that during an endovascular aorta replacement (evar) procedure, guide wire damage occurred. The non-stenosed lesion was located abdominal aorta. It was noted that there was moderate calcification of both iliac arteries as well as a 110 degree angulation between the common iliac arteries and the abdominal aorta. The 0.035 back-up meier 300cm j-tip guidewire was advanced to the lesion. Another manufacturer's guide catheter was advanced over the guide wire, however, resistance was experienced. The guide wire was withdrawn and upon removal it was noted that approximately 100cm of the distal portion contained missing coating. Another 0.035 back-up meier 300cm j-tip guidewide was advanced. Upon advancing another manufacturer's stent graft over the guide wire, resistance was experienced, however, the stent was able to be successfully deployed. Another manufacturer's balloon catheter was advanced without resistance for post-dilatation of the stent graft and was inflated by hand three times. The number of atms the balloon reached on each inflation is unknown. The procedure was completed; however, upon removal of the guidewire, it was again noted that approximately 100cm of the distal portion contained missing coating. No patient injuries or complications were reported; however, it is unknown if the coating remains in the patient. The patient's status is reported as "ok".